Event description:
The customer states that when editing the specimen ID on the screen of the test record of the cell-dyn ruby analyzer, they noticed that sometimes another ID record that was not selected was corrected. There was no impact to patient management reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.